Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
This procedure is part of the definitive le study: a small perforation of the artery during the procedure was noticed and fixed by placing a covered stent in the sfa at ruler marker 24cm to 29cm.